Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the second and third devices that got stuck with no firing. Where there any opening issues with this device? Yes, my understanding is they both got stuck like the first one and broke the closing trigger. However the 2nd and 3rds did not allow the surgeon to squeeze the firing trigger at all they got stuck and would not open from the beginning of placing on tissues. Just want to clarify the event: did the jaws of all three devices eventually open? If no, please describe how the device(s) were removed from the tissue. If no, please confirm how many devices did not open. Was the closing trigger broken on all three devices when attempting to open? My understanding is none of the three opened. He said he basically had to pull it off the liver. And the closing trigger was broken on at least 2 if not all three.

Event description:
It was reported that during a liver resection procedure, when the surgeon fired the device twice, it jammed. The surgeon could not reverse and could not open device, so he broke the closing trigger to get the device off of tissue. Upon inspection of tissue, no cutting or stapling had occurred. A second and third device also got stuck with no firing. The surgeon then opened a competitor device and it did not work either. The case was completed by clamping, cutting, and suturing tissue. There were no patient consequences reported. Three devices were disposed of.